Event description:
The patient was, at the time of the graft insertion, receiving a blood transfusion. The graft "blushed" at the time of the insertion and leaked an unknown quantity (not measured) along its entire length. The doctor removed the graft prior to any attempt to stop the leakage.